Manufacturer narrative:
(B)(4). An additional surgical procedure was required to retrieve the detached material, but there is no code available. The actual sample was returned and evaluated. Visual inspection confirmed that the actual sample had been cut into two (2) pieces at approximately 15mm from the distal end. The total length was measured and confirmed to be 51mm meeting product specifications and confirming that all of the foreign material was removed from the patient's body. The cross cut section was inspected using magnification showing a smooth and elongated surface. The cut surface showed no anomalies which would cause the fracture and suggested that the actual sample came into contact with a sharp object, was cut, and then subjected to a pulling force. The distal cut cross-section and hub side were inspected using electron microscopy. No foreign or embedded material or air bubbles were found which would compromise the actual sample's strength; however, streaks were found indicating that the plastic needle was damaged by the inner needle when it came into contact with the plastic needle. The outside diameter on the undamaged segment confirmed that product specifications were met. Reproductive testing was performed using a sample from current production. It was subjected to various stresses including twisting and cutting with a scalpel. The results matched the state of the current sample including the presence of streaks. Based on the user facility information and the evaluation of the actual sample, there is no indication that these events were related to a device defect or malfunction. The findings suggest that the actual sample came into contact with the inner needle which cut it when it was reinserted. Subsequent, the device's strength was compromised when, being cut, was subjected to a pulling force. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: (1) "caution: do not insert the inner needle of the entry needle into the plastic cannula." (2) "advance or withdraw the mini guide wire slowly. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) procedure, the glidesheath entry needle separated and had to be surgically removed. The following information was provided by the user facility: (1) a surflo indwelling needle, packaged with the glidesheath, was also used during the procedure; (2) the plastic entry needle containing the inner needle was inserted into the patient's radial artery and then the inner needle was removed; (3) it was attempted to reinsert the inner needle again but resistance was felt; (4) the guidewire was withdrawn and inserted again and the plastic entry needle was removed and found to be separated; (5) after the procedure was completed, an ultrasound scan was used and found that the separated segment of the plastic entry needle was still in the puncture site; (6) the separated segment was surgically removed; (7) the procedure was completed successfully and reportedly there was no harm to the patient.